Event description:
Pt was on a pca pump with a machine set at a 1mg basal rate and a 2 mg demand rate. The family noticed the pt breathing funny and got the nurse. The pt subsequently coded and expired. An autopsy was ordered. Facility is reporting this device but does not believe it caused the adverse event.